Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-01419. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation however, after a couple inflations, the balloon ruptured and had a pinhole. Another 2.00mm x 12mm emerge¿ balloon catheter was then advanced however, the balloon also ruptured and had a pinhole after a couple inflations. The procedure as completed with a different device. No patient complications were reported and the patient's status was fine.

Event description:
Same case as MDR ID: 2134265-2018-01419. It was reported that balloon rupture occurred. A 2.00mm x 12mm emerge¿ balloon catheter was advanced for dilation however, after a couple inflations, the balloon ruptured and had a pinhole. Another 2.00mm x 12mm emerge¿ balloon catheter was then advanced however, the balloon also ruptured and had a pinhole after a couple inflations. The procedure as completed with a different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The balloon was loosely folded. There are numerous hypotube and shaft kinks. Microscopic examination of the balloon revealed a pinhole 0.5mm from the proximal markerband. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).